Event description:
It was reported that, during a photoselective vaporization of the prostate after 14.416 joules and 1:40 minutes of use, the glass cap broke. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified the glass cap exhibited a distal circumferential fracture. The metal cap exhibited moderate debris adhesion on surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber passed the connector segment verification test. The fiber passed the saline flow test. With all the available information, boston scientific concludes based on device analysis that there were no breaks identified along the fiber body during functional testing. Analysis did confirm a distal circumferential fracture. It is probable that the identified debris adhesion on the metal cap surface during analysis contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including distal circumferential fractures. The rate of forward firing was below the threshold for potential patient harm. The information reasonably suggests that the identified distal circumferential fracture is unlikely to cause patient harm if it were to recur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate after 14.416 joules and 1:40 minutes of use, the glass cap broke. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate after 14.416 joules and 1:40 minutes of use, the glass cap broke. The procedure was completed with another of the same device. There were no patient complications.